Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the left ventricular (lv) setscrew in the header/connector of the bi-v implantable cardioverter defibrillator (ICD)¿ came cross-threaded and it was unable to be corrected. An alternative device was utilized without further incident. No patient complications have been reported as a result of this event.